Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), device breakage ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised .') And embedded device ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised .') In an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, cervical dysplasia, loop electrosurgical excision procedure, vaginitis bacterial, supraventricular tachycardia, cardiac murmur, high cholesterol, acid reflux (esophageal), ovarian cyst and pelvic adhesions. Previously administered products included for contaception: iud nos from july 2011 to may 2012. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, vaginal odor and vaginal discharge. Concomitant products included ascorbic acid;cyanocobalamin;docusate sodium;folic acid;iron pentacarbonyl (citranatal bloom) from may 2012 to june 2013, atenolol, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, nsaids from june 2013 to june 2018, ondansetron (zofran) since (B)(6) 2014, paracetamol (acetaminophen) from june 2013 to june 2018, ranitidine hydrochloride (zantac) from (B)(6) 2012 to (B)(6) 2013 and sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection(bladder/urinary tract/ vaginal)type: vaginal infection"), depression ("psychological or psychiatric problems-condition: depression"), anxiety ("psychological or psychiatric problems-condition: anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the device breakage, embedded device, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date-(B)(6) 2006 4 coils were visible in the cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) )(unspecified) the fallopian tubes were blocked. Concerning the injuries reported in this case, the following one were extracted from patient¿s medical record- device breakage, embedded device. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- vaginal bleeding, dyspareunia, pelvic pain lot number: a73746 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain, bleeding and vaginal infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), device breakage ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised .') And embedded device ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised .') In an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, cervical dysplasia, loop electrosurgical excision procedure, vaginitis bacterial, supraventricular tachycardia, cardiac murmur, high cholesterol and acid reflux (esophageal). Previously administered products included for contaception: iud nos from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, vaginal odor and vaginal discharge. Concomitant products included ascorbic acid;cyanocobalamin; docusate sodium;folic acid;iron pentacarbonyl (citranatal bloom) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013, nsaids from (B)(6) 2013 to (B)(6) 2018, ondansetron (zofran) since (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device breakage, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- (B)(6) 2006. 4 coils were visible in the cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) )(unspecified) the fallopian tubes were blocked. Concerning the injuries reported in this case, the following one were extracted from patient¿s medical record- device breakage, embedded device. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- vaginal bleeding, dyspareunia, pelvic pain lot number: a73746, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), device breakage ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised.') And embedded device ('small remnant of the coil remained and we performed an excision of the cornua on the right side a little deeper, and this was excised .') In an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, cervical dysplasia, loop electrosurgical excision procedure, vaginitis bacterial, supraventricular tachycardia, cardiac murmur, high cholesterol and acid reflux (esophageal). Previously administered products included for contraception: iud nos from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, vaginal odor and vaginal discharge. Concomitant products included ascorbic acid;cyanocobalamin;docusate sodium;folic acid;iron pentacarbonyl (citranatal bloom) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, nsaids from (B)(6) 2013 to (B)(6) 2018, ondansetron (zofran) since (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device breakage, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date( B)(6) 2006. 4 coils were visible in the cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded. Imaging procedure on (B)(6) 2013: essure confirmation test(s) )(unspecified) the fallopian tubes were blocked. Concerning the injuries reported in this case, the following one were extracted from patient¿s medical record- device breakage, embedded device. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- vaginal bleeding, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: device breakage, embedded device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety and mental anguish, dyspareunia (painful sexual intercourse), vaginal infection. Medical history, concomitant drugs and lab data were added. On (B)(6) 2019: pfs received. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.